Event description:
It was reported: case was for a scaphoid fracture. Used the acutrak 3 mini. The cannulated non stick driver tip for the mini broke at the tip during insertion. It was able to removed and didn't cause an issue. They were able to finish the case with another driver tip. 15 minute delay.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If additional information becomes available, a follow up report will be submitted.